Event description:
On (B)(6) 2001, pt underwent insertion of aicd gemi dr 7275, serial # (B)(4). He received routine follow-up. Had no problems. On (B)(6) 2004, he received repetitive multiple inappropriate shocks due to oversensing from lead 6944-58, serial # (B)(4). Medtronic rep interrogated device in ER, and determined that there was a lead fracture involving pacing/sensing rv lead. On (B)(6) 2004, he received new sensing lead 4092, serial# (B)(4) with adaptor 6984m, serial# (B)(4), in addition to new aicd model 7230cx, serial# (B)(4).